Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced high blood glucose value. The customer's blood glucose value was 500 mg/dl and 390 mg/dl. The customer did not provide information about symptoms and treatment. The device will not be returned for analysis.